Event description:
Pump declared a cartridge change error was reported. There was no adverse impact to the customer's blood glucose level. The customer, with guidance from technical support, inspected and confirmed the cartridge o-ring was in place, cleaned the pneumatic tap area using an alcohol wipe or lint-free cloth, and successfully reattached and loaded the cartridge onto the pump, allowing them to resume insulin.